Event description:
The pt was implanted with an artificial urinary sphincter on an unk date for treatment of urinary incontinence. It was reported that on (B)(6) 2009 the pt had a revision surgery to add a cuff due to "cuff loose (atrophy)." No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.